Event description:
It was reported that the tip of the reamer was split and fractured during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4. Visual examination of the returned product/provided pictures, identified an alliance modular center post reamer (lot#: 65476169) was returned for evaluation. As returned, the end of the cutting feature is cracked and damaged. Material hardness is conforming to print specification. Wear & tear is seen, that indicates repeated use. Review of the device history record(s) identified no deviations or anomalies, during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed, by returned product. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.